Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient presented with phrenic nerve stimulation on (B)(6) 2019. Lead was repositioned on (B)(6) 2019 and remains actively implanted. Should additional information become available, this file will be updated.